Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic myomectomy- "I was present for case at surgeons request. Surgeon performed procedure to remove sem pedunculated fibroid. Surgeon attempted to retrieve specimen w/10 mm ethicon bag. Bag perforated and fragmented. Assistant identified fragment and retrieved it. Inzi 12/15 bag deployed and also perforated. Specimen was retrieved from incisions site. Alexis was not used." Intervention- "surgeon started w/ 5mm trocars- enlarged incision." Patient status - "I don't know - incident happened today."

Manufacturer narrative:
Investigation summary: the tissue bag from the event was returned for evaluation. Upon inspection, engineering noted a puncture with stress marks on the tissue bag approximately four inches from the bottom. Engineering requested additional information about the instruments used during the procedure, but no additional information was provided. The instructions for use (IFU) states that "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." During the manufacturing process, all tissue retrieval bags undergo 100% visual inspection for damage. It is likely that the puncture in the bag is the result of instrument damage. The instructions for use (IFU) states that "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Although the exact root cause of the event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied team member on september 16, 2015: "surgeon had no issues in deploying bag. Surgeon had no issues placing specimen in bag. Robot was not used. Bag perforated when surgeon attempted to remove specimen inside of bag. Bag was returned to applied for inspection. Speak with karen for additional information."